Manufacturer narrative:
(B)(4). H6: medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that an unspecified malfunction/issue occurred. On 12/31/2024, it was reported that the patient experienced an unknown cgm malfunction which caused the patient to go to the emergency room. The patient stated they ended up in the emergency room due to the cgm device not working, but did not report a specific malfunction. The patient did not report any information about symptoms nor treatment, and multiple attempts to contact the patient for more information were unsuccessful. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.